Manufacturer narrative:
The reported field event of extended charge time was confirmed in the laboratory via review of the device image. The hv capacitors were sent to the manufacturing site for further evaluation and an internal anomaly was found. The cause of the extended charge time was an internal hv capacitor anomaly.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Device evaluation anticipated, but not yet begun.

Event description:
It was reported that the patient received an alert for charge time limit being reached. The physician attempted several capacitor reformations before receiving a normal charge time. The device was explanted and replaced.